Event description:
The customer reported bellavista1000 us invasive pressure support ventilation (psv) back up rate issue. The staff left the back up rate to the default of 12. Furthermore, there are patients that were considered brain death after the rate was turned off. Customer confirmed that the patient died and terminally weaned from the device.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the customer is proposing that the rate should be set to zero and the care giver should have turn the back up rate on. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: 81 other : the complaint has been deemed not reportable. The reported issue is general feedback from the customer and was confirmed to be a user error. Furthermore, there was no issue with the bellavista1000 us ventilator.